Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the device was cleaned regularly per the IFU since summer 2018, was placed inside of the operation theater during use with the fan of the device positioned opposite to the patient and at an estimated distance between the surgery field and the device of three meters. It is unlikely that a DHR review would identify any deviations or non-conformities relevant to the reported issue. This was determined when the manufacturing date and the period that the device has been in service were taken into account. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report has been provided. Due to the age the device will be scrapped and replaced with a competitor model.